Event description:
During an open gastric bypass procedure, the device was closed over the stomach to make the first firing, and the tissue retaining pin did not go into the hole allotted, but was just outside of the device. The device, fired but the staple line did not form at the end of the row near the tissue retaining pin. The device was cleaned, reloaded, and the pin manually set ensuring the pin was in the proper position prior to firing. All staples deployed and the staple line was intact. There was no pt consequence. The case was completed with another device of the same product code.